Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2012, the patient underwent an (off-label) trial procedure. Post-op, the patient experienced painful stimulation. The patient was returned to surgery and the lead was repositioned. Repositioning the lead resolved the issue.